Event description:
Reported via clinical study it was reported pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx closure and delivery system (wds) were selected for use. The patient was noted to have shallow anatomy. The wds was implanted, with no pericardial effusion (pe) detected. The next morning transesophageal echocardiography (tee) imaging was performed and once again no pe was noted. Later in the day a pe was detected, so the patient was taken in for cardiac surgery. The wds was explanted. The patient has since fully recovered and has been discharged from the hospital.